Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 14.4 mmol/l. The customer states that the insulin has been delivered but he has still had high. During troubleshooting, the tests passed well and there has been air bubbles present within the reservoir. The customer also mentioned that the reservoir rings appeared to not sit straight and there were air bubbles in-between them. The reservoir will not be returned for analysis.